Event description:
Customer contacted beckman coulter inc. (Bci) in regards to inconsistent ise results obtained by unicel dxc 800 pro chemistry analyzer. The results were not reported out of the laboratory and patient treatment was not impacted. The samples were not repeated.

Manufacturer narrative:
The ise system is calibrated every eight (8) hours field service engineer (fse) replaced the na reference and measuring electrodes and cleaned the ise flow cell. There have been no further calls regarding this issue. A clear root cause has not been identified.